Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector (evident by the discovered corrosion) causing a conduction failure in the circuit board, which resulted in the displayed error message (b30). The event can be detected and prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to scope connector corrosion. In addition, waterproof failure due to the pinhole at the connecting tube, insulation resistance value out of standard, angulation in the up direction out of standard due to a worn-angle wire, plastic distal end cover dirt, gap on the bending section cover, and connecting tube dent were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis lucera elite bronchovideoscope display a b30 error. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.